Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be suction issue and wick damages/soiled. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to no product code available. Although no product code is available, the purewick ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was having discomfort using the purewick female external catheters. Stated that the patient was "taking a break" from purewick use as the suction was strong and was causing irritation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was having discomfort using the purewick female external catheters. Stated that the patient was "taking a break" from purewick use as the suction was strong and was causing the irritation.